Event description:
Customer stated that the barcodes and barcode numbers did not match for four out of 150 samples. The field service representative found that the barcode printer was not advancing correctly and corrected the problem by replacing the printer.